Manufacturer narrative:
Continuation of d10: product ID st jude lead implant date (B)(6) 1992. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced pain around the implantable pulse generator (ipg) site. It was also noted that the ipg implant detect was not turned off as no diagnostic data was available and p waves were unable to be measured. Reprogramming was attempted but the patient was uncomfortable and symptomatic due to the reprogramming, so the ipg was reprogrammed to the initial settings. The ipg and ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.